Event description:
It was reported that the customer's device would no longer power on. This was discovered during a device evaluation/repair activity and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the customer several times to determine what the current status of the device is but has been unsuccessful. The customers device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
It was later confirmed by the customer that an internal cable in the device was found disconnected. The customer had previously opened the device for an unrelated repair. After the unrelated repair was completed and the device reassembled the device would no longer power on. After reconnecting the cable, proper device operation was observed and the device was returned to use. The disconnected cable prohibited the device from powering on. It is likely that the cable became disconnected during the unrelated repair of the device.